Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2015 with the following findings: during testing, the battery compartment was observed cracked. The leak test showed leak at the battery compartment crack. The pump case was removed and no evidence of additional moisture or loose components inside the pump was found. The pump powered on with returned battery cap. Unrelated to the original complaint, the battery cap threads were damaged and unable to fully tighten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.